Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed cuts in the insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that prior to pocket closure oversensing of noise with pacing inhibition and asystole of less than two seconds was observed when this right ventricular (rv) lead was connected to cardiac resynchronization therapy defibrillator (crt-d). It was noted that the noise was not seen when the lead was tested with a pacing system analyzer (psa). The physician requested a different rv lead from another manufacturer. The new rv lead was successfully implanted with the same crt-d. This rv lead was attempted and not implanted. No adverse patient effects were reported.